Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch flex meter was displaying an error 4 message. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began on (B)(6) 2017 at 10 am. He reported that he manages his diabetes with a combination of medication, including lantus and humalog, and in response to the alleged issue he consumed more food and drink. 2-5 hours after the alleged meter issue began the patient reported developing symptoms of ¿sweating, shaking and feeling hollow¿, he confirmed no treatment was required or received. During troubleshooting the csr noted this was not the first time the product was being used, and the patient described the correct testing steps. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date. The csr noted that the test strip did completely draw in the sample. The patient did not have testing supplies to be able to carry out a retest. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began.